Manufacturer narrative:
A field service engineer (fse) visited the customer site to investigate the reported event. Fse was able to confirm the customer's precision issue by reviewing the precision data. The fse cleaned the detector lens, aligned the z axis for the wash probes and cleaned sample nozzle. Fse successfully completed calibration and precision test, all results were in acceptable range. No further action required by field service. The aia-900 instrument is functioning as expected. The aia-900, serial number (B)(4), was installed on 03-oct-2018. A complaint history review and service history review for similar complaints was performed from installation date (B)(6) 2018 through aware date 03-jun-2019. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 11 maintenance states the following: cleaning the wash probe. If the probe tip at the end of the b/f wash probe becomes contaminated, the assay accuracy/precision at low concentrations will be affected. Clean the probe tip after the end of assay once a week in accordance with the following method. Detailed instructions on how to align the wash probe is also provided in this section. The st aia-pack tes analyte application manual states the following: limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event was due to the misaligned z axis for wash probes & dirty sample nozzle.

Event description:
A customer reported that tosoh's aia-900 instrument generated a testosterone (tes) patient result of 916 ng/dl and labcorp retested and obtained a result of 264 ng/dl. The customer stated a precision test was performed, but result was not acceptable. There was no impact to patient treatment due to the result obtained with the tosoh's aia-900 instrument; the customer reported the results obtained from labcorp which was stated to be closer to the patient's clinical history. A field service engineer (fse) was dispatched to further investigate the reported event.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.